Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the control connector used to interface the insufflator with compatible energy devices connection was poor during set up in room / before patient in room involving an olympus high flow insufflation unit. There was no patient injury reported.